Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
Recall: 2531779-03/24/2010-003-r. Evaluation revealed an out of calibration force sensor and a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, the display screen was found to be dim and discolored.